Event description:
It was reported that a patient received a notifier indicating that the capacitor charge time limit had reached which was observed via merlin.net transmission. It was discussed that the patient be brought to clinic for further investigation of the device and for follow up. No changes were made. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.